Manufacturer narrative:
As the lot number for the devices were provided, a lot of history review was performed. The samples were not returned to the manufacturer; however, medical records were provided for both the malfunctions. Therefore, the investigation is confirmed for the reported difficult to remove and malposition of the device for both the malfunctions. Additionally, one malfunction was determined to have and also been confirmed for 1395 - migration and 2976 - material deformation. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model ec500f vena cava filter was allegedly experienced difficult to remove and malposition of the device. This information was received from a various sources. These malfunctions involved patient with no known impact to the patient. A 27 years old male patient weighs 98 kgs and a 62 years old female patient's weight was not provided.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. Of the two malfunctions, one device has not been returned for evaluation; therefore, the investigation for one malfunction is inconclusive for difficulties removing and filter tilt as no objective evidence has been provided to confirm any alleged deficiency with the device. Medical records of one of the two malfunctions were provided and reviewed. Approximately after three months, abdomen kub demonstrated filter was slightly tilted to the right and present in right of midline in the mid abdomen at the l2-l3 level. Subsequently after sixteen days, multiple filter retrieval attempts were performed using sheath, gooseneck snare and balloon catheter. Inferior vena cavogram demonstrated tip of the filter was angulated slightly off the ap axis toward the right due to which the filter was unable to be removed. Further after two months, unsuccessful retrieval attempt was performed using comfy catheter and again the filter was unable to be removed. Therefore, the investigation is confirmed for filter tilt and retrieval difficulties. However, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model ec500f vena cava filter was allegedly difficult to remove and allegedly experienced malposition of the device. This information was received from a various sources. The alleged malfunctions each involved a patient with no known impact to the patient. Of the two patients, one patient's age, weight, and gender were not provided; the other is reported to be a (B)(6) female whose weight was not provided.

Manufacturer narrative:
The device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately after three months, abdomen kub demonstrated filter was slightly tilted to the right and present in right of midline in the mid abdomen at the l2-l3 level. Subsequently after sixteen days, multiple filter retrieval attempts were performed using sheath, gooseneck snare and balloon catheter. Inferior vena cavogram demonstrated tip of the filter was angulated slightly off the ap axis toward the right due to which the filter was unable to be removed. Further after two months, unsuccessful retrieval attempt was performed using comfy catheter and again the filter was unable to be removed. Therefore, the investigation is confirmed for filter tilt and retrieval difficulties. However, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model ec500f vena cava filter was allegedly difficult to remove and allegedly experienced malposition of the device. This information was received from a various sources. The alleged malfunctions each involved a patient with no known impact to the patient. Of the two patients, one patient's age, weight, and gender were not provided; the other is reported to be a (B)(6) year-old female whose weight was not provided.